Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. In addition, the patient¿s other underlying risk factors, which includes morbid obesity and a younger age at implant, likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve, implanted for six (6) years and eight (8) months, was explanted due to mitral stenosis and insufficiency secondary to structural valve deterioration. Intraoperatively, the valve was found to have heavy calcification of all leaflets. The patient underwent redo-mvr and tricuspid annuloplasty. Tee at the end of the procedure showed preservation of ventricular function with good prosthetic valve function in the mitral position with no perivalvular leak. There was trivial tricuspid insufficiency. The patient was taken back to the ICU in stable condition having tolerated the procedure well. Postoperatively, she did have some atrial fibrillation and underwent dc cardioversion on pod #6. The patient was discharged home on pod #8. The patient returned approximately one week later for a follow-up visit and was found to be in raf/a-flutter. She underwent urgent cardioversion and was converted to sinus rhythm. The patient required adjustment to her medications but remained in normal sinus rhythm and was cleared for discharge home.